Event description:
It was reported the needle was broken when the package was opened. The event was found during preparation for use and the procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.